Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged packaging is confirmed and appears to have occurred during transit. Per the event description, the packages were received damaged. Two groshong nxt clearvue catheter kits were returned for evaluation. The ¿peel here¿ corner on both of the packages had the seal broken. Adhesive transfer was seen on both the edge of the plastic tray and on the lidstock, indicating that the tray had been sealed. One of the packages showed slight delamination of the lidstock along the seal on the upper edge of the tray. Both packages contained wrinkles in the lidstock material and labels. The sealing edge along the sides and top of the package showed warped curvature to the plastic material. The trays contained areas that were compressed and deformed on both packages. The packages were opened by the investigator to examine the inner trays. The inner trays also contained damage/deformation. The edges of the inner trays were warped and curved. One kit, along the corner which aligned with the ¿peel here¿ corner on the outer tray, had the lidstock partially separated from the tray edge. Approximately 0.1¿ of the seal was still intact along the narrowest section of the seal. The other inner tray did not show any separation between the lidstock and tray. The cavities and component pop ups in the tray appeared melted/deformed. The damage seen on the packaging was characteristic of excessive heat. As the damage was seen throughout the tray and not just on the sealing edges, the tray distortion was not due to the sealing process but rather heat experienced by the entire package. The exposure to high temperatures likely occurred during transit. A lot history review (lhr) of redp4165 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the hospital was conducting goods receiving inspection, two product packages were found damaged. No other information was provided. (B)(6) 2021: the returned samples exhibited seals broken in the corner and the trays appeared deformed. This report addresses the second device.